Manufacturer narrative:
Investigation summary: bd received five photos for investigation. Evaluation of these photos indicated a split female, a deformed wing, and a molding defect. Additionally, ten retained samples were visually inspected, and no deformed wings or molding defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged product and molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before and during use bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the wing was deformed. There was no health impact or consequence reported.

Event description:
It was reported that before and during use bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the wing was deformed. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional information. Date received by manufacturer: 19-aug-2025. The MDR submitted with MFR report #: 1024879-2025-00826 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) . D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before and during use bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the wing was deformed. There was no health impact or consequence reported.